Event description:
It was reported during a lower endoscopy, the tip of the subject device fell off in the patient's intestine. It tip was retrieved and replaced with a similar device to complete the procedure. The patients health was not impacted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, h3, and h11) and to provide a correction to field (d9). The device was evaluated by olympus, and the subject device was torn longitudinally. However, no abnormalities were found in the product that could lead to it falling off inside the body. The subject device was manufactured on december 2023 based on the provided 3 digit lot information "3zk". However, the exact manufacture date is unknown. It was reported the tip attachment is fixed to the tip of the endoscope with medical tape. After using any lubricant, the user wipes it off before installing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following mechanisms may have caused breakage of the distal attachment. 1) it was difficult to attach the device to the endoscope due to some factors. 2) the device was attached to the endoscope while screwing the device by excessive force. 3) a force of 2) caused crack and breakage. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage." "Do not apply excessive bending, pulling or pressure to this product. Failure to do so may result in equipment damage or reduced functionality." "Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient." "If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was collected using a net.